Event description:
Report received from (B)(6), stated that the device had an error on the console. The device was being used during surgery. It is known that there were no pt or user injuries. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of error message on console was not confirmed. Reliability engineering states the device has been through a sterrad sterilization process. If add'l info is received, a supplemental report will be sent. (B)(4).